Event description:
It was reported that approximately five months prior the clinician had been informed the device estimated longevity was 2.79 years. Also approximately a month later the device charge time was longer than typical at 11.1 seconds and it was noted there had been no recent high voltage therapies. The clinician was upset because they thought they had been provided incorrect information. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652, implantable pacing lead, (B)(6) 2008. (B)(4).